Event description:
Per the clinic, the patient experienced pain due to a magnet dislodgement during an MRI (1.5 tesla). Surgery to reposition the magnet was completed on (B)(6) 2025, under general anaesthesia. The implanted device remains.